Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported the dose could be adjusted, but the injection button of her humapen (unspecified device) could not be pushed down. The patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product complaint (B)(4). This solicited case reported by a consumer via patient support program (psp) concerned a (B)(6) (at the time of the initial report) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 25) via a reusable humapen (unknown type) device, subcutaneously for the treatment of diabetes mellitus. Dose, frequency and start date were not provided. On an unknown date, while on the insulin lispro treatment, her blood glucose level was bit low (values, units and reference ranges were not provided). On an unknown date, during the period of treatment, she was hospitalized for low blood glucose. Discharge date, treatment and laboratory tests done while hospitalized were not provided. It was noted that the humapen had a malfunction. It was further described that the dose could be adjusted but the injection button could not be pushed down (B)(4)/lot unknown). Information regarding corrective treatment, outcome of the event and treatment status of the insulin lispro were not provided. The operator of the device was the patient and her training status was not provided. The general model duration of use and the suspect device duration were not provided. The device was not returned to the manufacturer. The reporting consumer did not provided assessment of relatedness between the event and insulin lispro and device. Edit (B)(6) 2019: upon internal review of the information received on (B)(6) 2019 via internal communication, formulation of insulin lispro was changed from unknown to cartridge and humapen suspect device was added. Product complaint was received on (B)(6) 2019 via internal communication and it was processed accordingly. Edit (B)(6) 2019: upon internal review of the information received on (B)(6) 2019 via internal communication, EU/ca device information field was selected. No more changes were made to the case. Update (B)(6) 2019: additional information received on (B)(6) 2019 from the (B)(4). Entered device specific safety summary (dsss). Updated the medwatch/(B)(4). Device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen unknown body type device. Corresponding fields and narrative updated accordingly.